Event description:
Reporting status: serious injury/medical intervention. Reporting rationale: acute thrombosis requiring medical intervention. Device issue: none. It was reported that a 2.75 x 18 mm xience v stent was deployed at 14 atm in the distal mid lad, and a 2.75 x 15 mm xience v stent was deployed at 12 atm overlapping the first stent proximal to the first stent. Approx ten minutes after deployment of the stents, before the pt left the table, the pt complained of chest pain. Angiography was performed and an acute stent thrombosis was noted in both stents. An export aspiration catheter was used to remove the thrombus, and the pt was placed on ib heparin and integrilin. The pt is reported to be doing well. No additional event or pt info is available.

Manufacturer narrative:
The second xience v everolimus eluting coronary stent system is being filed under the same MFR number. Results and conclusion summation - product performance engineering reviewed the incident info. Thrombosis and angina, as listed in the xience v IFU, are known risks associated with coronary stenting and are not necessarily an indication of a product quality issue. There was no report of any device malfunction at the time of the stent implants. The angina was likely the result of the thrombosis which was treated with an aspiration catheter. However, a conclusive root cause for the reported pt effects, and the relationship to the devices, if any, cannot be determined.